Event description:
It was reported, the pt had to charge her ipg more frequently. It was reported, the pt had not been reprogrammed since last yr. The pt also reported, she was feeling break through pain. A replacement charging system was sent to the pt to determine if this could resolve the issue. F/u identified the new charging system did not resolve the issue. It was reported surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.